Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. (B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, or rupture).¿ per IFU, considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. After a contralateral leg component was deployed at the right common iliac artery, touch-up ballooning was performed using a gore® molding & occlusion balloon. While ballooning, the patient's blood pressure reportedly decreased, and a perforation at the distal edge of the device was observed. According to the report, the patient¿s vasculature was markedly calcified and thrombosed. Two additional stent grafts were placed to extend down into right external iliac artery, and the right internal iliac artery was covered by the device. It was reported the patient received 4 units of blood via transfusion during the procedure. The patient tolerated the procedure.